Event description:
The customer contacted physio-control to report that their device had a service indicator present and event codes in the memory. Upon examination of the device, physio-control observed that the unit would continually charge energy for anything selected over 100 joules, but would never discharge. The unit had to be turned off in order to terminate the charge. Sufficient defibrillation was not available. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio-control then replaced both the biphasic and therapy pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed biphasic pcb assembly but was unable to duplicate the reported failure. Physio then examined the therapy pcb and was able to verify that there were multiple therapy related event codes logged in to the devices memory for the date of the event; however, after extensive testing of the pcb on mock-up the reported failure could not be duplicated. The cause of the reported failure could not be determined.